Manufacturer narrative:
On 16-apr-2021, mentor received additional information regarding the patient's symptoms. The diagnosis of the capsular contracture was confirmed by a healthcare professional sometime in (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a revision breast augmentation with two 375cc mentor smooth round moderate profile prostheses and experienced bilateral grade iii capsular contracture and deflation postoperatively. The patient states that she is experiencing bilateral wrinkling/rippling, deflation, hardness, and breast pain. The diagnosis of capsular contracture was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the left-sided prosthesis.